Event description:
It was reported that the user could not exit the notification screen after unlocking the ilet and could not activate any top-row buttons before or after unlocking, with a visible crack in the top-right corner of the screen; a replacement ilet was arranged. Symptoms included no clinical effects. Outcomes included no impact on health, no alarms, and continued therapy via replacement. Investigation included customer interview and case assessment. Investigation of this case revealed a damaged display/touch interface consistent with a cracked screen causing unresponsive top-row touch inputs. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s screen resulting in functional impairment of the user interface.